Event description:
Complainant alleged that during biomed testing, the device displayed "open air discharge" and "bridge short" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.